Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Investigation conclusion: since we were unable to duplicate indicated failure mode since no sample or pictures has been provided and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. The defective connectivity could probably be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, absence of complaints of other customers and our sampling inspection plan. Root cause description: not possible to determine. Rationale: since complaint is not confirmed and no root cause related to needle manufacturing process was possible to determine, no corrective action is required at this time.

Event description:
It was reported that bd microlance¿ needle separated from the syringe during use. No serious injury or medical intervention was reported.